Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hyperglycemia. The patient's blood glucose levels reached 434 mg/dl while wearing the pod. The patient called an ambulance and was treated (at home) with insulin injections; these were delivered by emergency medical technicians.